Event description:
The customer alleged that while troubleshooting, the technician noticed h2o2 was leaking from the cassette into the cassette loader inside the unit. While trying to clean up the fluid, the technician contacted h2o2 on his left forearm. The technician had gloves on at the time. The customer did not seek medical attention and stated that the symptoms have resolved.

Manufacturer narrative:
Skin contact.